Manufacturer narrative:
Device evaluation is not yet completed. A supplemental MDR will be submitted upon receipt of new and/or relevant information.

Event description:
Customer reported that the "fiber cord went up in flames" where it connects to the system. Customer immediately put out the fire and powered the system off. Per follow up with the customer, he stated that his office is next to the treatment room where the event occurred; the practitioner notified him that there was a fire and he was the one who put the fire out with the use of a towel. He stated that the fire was about 4-5 inches high and coming from all around the fiber cord at the proximal end where the fiber is attached to the device. There was no impact or injury to the patient or practitioner. The customer said he himself had connected fiber to device and knows it was done carefully; also made a point to observe the device during the event and took note that the device was in the middle of the room and could easily reach both sides of patient with slack in the line. Customer stated that the device was recently serviced and only used 2-3 times since the technician was there. There were no fault codes, alarms, or error messages. No new allegations.